Event description:
Dentist contacted ami and stated that the tap 3 hook broke out of the upper appliance and was found by the patient the next morning. There was no harm to the patient.

Manufacturer narrative:
A new hook was added. (B)(4).